Event description:
It was reported by the cvor nurse that a hair attached to a pericardial aortic 23mm valve was noticed and they were unable to remove even after rinsing the valve. The subject valve was not used and a different valve was implanted. No information to indicate that the valve came in contact with patient.

Manufacturer narrative:
Device evaluation started, but not yet completed. Device history record review and device evaluation results will be reported once completed.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Evaluation summary: the received valve is attached to the holder; multiple blue filaments are evident in the cusp area and the free margins of all three leaflets at the inflow aspect. The filaments vary in size and measure approximately from 2mm to 5mm. No other inconsistencies detected as the leaflets are intact and flexible. The foreign filaments were isolated and sent to chemistry laboratory for identification by ft-ir; filament a showed similar ir absorption as ptfe-like material. Filaments b and c as cellulose-like material. Filament d as silk like material. The filaments found on the leaflets are all common materials in both cleanroom and operating room settings. However, each valve is visually inspected and functionally tested prior to packaging at edwards. Edwards quality systems employ redundant inspection steps for visual and optical examinations which may have detected the subject foreign matter. This is performed for 100% of all valves manufactured. Although the source of the cellulose, teflon and silk like materials cannot be conclusively determined, through investigation, we have determined that it is highly unlikely to have originated from the edwards' manufacturing processes.